Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. At an unknown time the patient received a blood glucose result of 400 mg/dl. The patient attempted to self-treat with a bolus; however, the patient's blood glucose increased to 550 mg/dl. The patient took herself to the hospital. At the hospital, the patient reported that her blood glucose level was 550 mg/dl and she was treated with insulin injections. At the time of the report the patient was still hospitalized, it is unknown when she will be discharged. The infusion device was requested to be returned for product evaluation.